Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had migrated and perforated her uterus /migration of essure device location of device: left essure coil, migrated into the uterus") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo conformation test". The patient's concurrent conditions included walking difficulty since (B)(6) 2014, dietary control since (B)(6) 2014 and hypertension. Concomitant products included medroxyprogesterone acetate (depo-provera) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after insertion of essure, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding ; prolobged menstruation/abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal discharge ("vaginal discharge"), pelvic pain ("severe pelvic pain /pain"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue /fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced cystitis ("bladder infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections") and abdominal pain ("abdominal pain"). The patient was treated with paracetamol (tylenol es), ampicillin sodium (ampicilin kryst.), botulinum toxin type a (botox) and surgery (on (B)(6) 2014 hysteroscopy was performed and the left essure coil was removed from the uterus). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, arthralgia, dental caries, tooth loss, dysgeusia, migraine, headache, dyspareunia, alopecia, fatigue, weight increased, weight decreased, tooth disorder and nausea outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, pelvic pain, abdominal pain lower, back pain, uterine pain, vaginal infection and abdominal pain was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, back pain, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: on (B)(6) 2014 patient underwent robotic assisted laparoscopic hysterectomy bilateral salpingectomy, lysis of adhesions, and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Ultrasound scan - on (B)(6) 2017: essure had migrated and perforated her uterus approximate weight at the time of essure placement 150.00 lbs. On (B)(6) 2014, hpi: week post diagnostic hysteroscopy/ removal of essure coil. Bleeding has lessened. Pt. Still has discomfort on the right side, not gone, still have cramping and stabbing pain rlq, all issues started after essure, dizziness and nausea. Continues associated with pain. On (B)(6) 2014, procedures: pelvic sonogram ,transvaginal pelvic sonogram impression: uterus demonstrates that the left essure coil appears be displaced predominantly extending into the uterine cavity. The right coil is in satisfactory position. Both ovaries are prominent in size with numerous sub centimeter follicles which could suggest polycystic ovarian syndrome in the proper clinical setting. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 16-aug-2018: new pfs received- new events added: abdominal pain, she did not undergo conformation test were added.outcomes of events bleeding, pain infection from unknown to recovering/resolving were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had migrated and perforated her uterus /migration of essure device location of device: left essure coil ,migrated into the uterus"), menorrhagia ("abnormally heavy menstrual bleeding ; prolobged menstruation/abnormal menstruation/ abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)") and vaginal discharge ("vaginal discharge") in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain ((mild-mod)) since (B)(6) 2014, walking difficulty since (B)(6) 2014 and dietary control since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 14 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), vaginal discharge (seriousness criteria medically significant and intervention required), pelvic pain ("severe pelvic pain /pain"), dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue /fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and nausea ("nausea"). On (B)(6) 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced cystitis ("bladder infections"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches") and vaginal infection ("chronic vaginal infections"). The patient was treated with paracetamol (tylenol es), surgery (on (B)(6) 2014 hysteroscopy was performed and the left essure coil was removed from the uterus), surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, back pain, arthralgia, uterine pain, dental caries, tooth loss, dysgeusia, migraine, headache, dyspareunia, alopecia, fatigue, weight increased, weight decreased, tooth disorder and nausea outcome was unknown, the menorrhagia, vaginal haemorrhage, cystitis, pelvic pain, abdominal pain lower and vaginal infection was resolving and the vaginal discharge had resolved. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, tooth loss, uterine pain, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.8 kg/sqm. Ultrasound scan - on (B)(6) 2017: essure had migrated and perforated her uterus approximate weight at the time of essure placement 150.00 lbs on (B)(6) 2014, hpi: week post diagnostic hysteroscopy/ removal of essure coil. Bleeding has lessened. Pt. Still has discomfort on the right side, not gone, still have cramping and stabbing pain rlq, all issues started after essure, dizziness and nausea. Continues associated with pain. On (B)(6) 2014, procedures: pelvic sonogram ,transvaginal pelvic sonogram impression: uterus demonstrates that the left essure coil appears be displaced predominantly extending into the uterine cavity. The right coil is in satisfactory position. Both ovaries are prominent in size with numerous sub centimeter follicles which could suggest polycystic ovarian syndrome in the proper clinical setting. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Reporter was added. Patient details, concomitant disease, treatment drug and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), dental problems and nausea were added as events. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("micro-inserts had migrated and perforated her uterus") and cystitis ("bladder infections") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, cystitis (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping ; lower abdominal pain"), back pain ("severe lower back pain"), arthralgia ("severe hip pain"), uterine pain ("severe uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding ; prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("worsening of her migraines"), headache ("worsening of her headaches"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2014 . At the time of the report, the uterine perforation, pelvic pain, cystitis, dysmenorrhoea, abdominal pain lower, back pain, arthralgia, uterine pain, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, alopecia, fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, alopecia, arthralgia, back pain, cystitis, dental caries, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, tooth loss, uterine pain, uterine perforation, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: essure had migrated and perforated her uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.